Manufacturer narrative:
Block e1: initial reporter facility name (B)(6) hospital. Block e1: initial reporter address (B)(6). Block h6: imdrf device code a0401 captures the reportable event of thumb ring broke.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used in an attempt of a manual crushing of the stone. A photo of the complaint device submitted by the customer showed the thumb ring broke and the sheath was torn. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of thumb ring broke. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the thumb ring was detached, and sheath was detached and buckled. The reported event was confirmed. Based on all available information, it is most likely that procedural factors affected the device leading to the reported event. Handling and manipulation of the device, perhaps the technique used by rotating the handle could have detached the thumb ring from the handle. In addition, an excess of force applied to the device could have affected the sheath causing it to detach and buckle. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used in an attempt of a manual crushing of the stone. A photo of the complaint device submitted by the customer showed the thumb ring broke and the sheath was torn. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.